Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed motor error alarms. Customer's blood glucose was 9.5 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. The device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or compromised force sensor system test, excessive no delivery test and occlusion test due to motor error alarm.